Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode, but confirmed the device has small cuts and scratches on the inferior surface of the insert. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed device. Our clinical/medical team noted: this case reports that during a revision surgery, the insert would not lock into the baseplate after several attempts. Per complaint details, there was no patient injury and the procedure was completed a backup device without delay. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during revision surgery of a cr femoral component, the gii ps high flexion insert sz 3-4 13mm would not lock in the front after multiple attempts. Procedure continued with a backup device from smith and nephew of different size